Event description:
It was reported to boston scientific corporation that a gold probe device was used during a colonoscopy procedure to treat a bleed of an unknown etiology within the colon. According to the complainant, the gold probe device was positioned within the patient's colon at the bleeding site. When cautery was attempted, no energy came from the gold probe; the device was not tested prior to use. The bleeding was not exacerbated due to the is issue. The same generator, and adaptor cable, were used with a second gold probe device, which completed the procedure. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Event description:
It was reported to boston scientific corporation that a gold probe device was used during a colonoscopy procedure to treat a bleed of an unknown etiology within the colon. According to the complainant, the gold probe device was positioned within the patient's colon at the bleeding site. When cautery was attempted, no energy came from the gold probe; the device was not tested prior to use. The bleeding was not exacerbated due to the is issue. The same generator, and adaptor cable, were used with a second gold probe device, which completed the procedure. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
The reported issue of the device's failure to perform cautery during the procedure has been confirmed. The device revealed no anomalies upon initial visual inspection. However, the device failed one of the electrical tests. The device was tested for continuity using a multimeter between the gold bands and the body connector, and only one responded. The pin within the body connector fails the continuity test. An x-ray of the device taken revealed one of the copper wires to be detached. Dissection of the body connector revealed that one of the copper wires was sheared with charring, and was detached from the solder tab; the other copper wire is intact. The most probable cause of this failure is attributed to manufacturing, based on the analysis of the device. Further investigation of this issue is ongoing. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Manufacturer narrative:
The device has been received by this manufacturer, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.